Manufacturer narrative:
Clinical investigation: there is no documentation or indication that the liberty select cycler caused or contributed to the patient¿s hospitalization for inadequate dialysis. The patient¿s pd nurse indicated the patient was non-compliant with pd therapy which is most likely associated with the reported event. There have been no reports of a liberty select cycler product deficiency or malfunction relating to the reported event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient (pt.) On continuous cycling peritoneal dialysis (ccpd) was hospitalized. During follow-up with the pd nurse, it was reported the pt. Was hospitalized on (B)(6) 2018 for inadequate dialysis. The nurse indicated the patient was non-compliant with pd therapy and completed pd treatment while hospitalized (unknown products/treatment details). Further details surrounding the patient¿s hospital course are unknown as the patient¿s nurse indicated the hospital discharge summary is not available. The patient was discharged home on (B)(6) 2018 continuing pd therapy.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.